Manufacturer narrative:
The insulin pump passed the self-test and the displacement test. No unexpected pump error alarm during testing however, pump error alarm (variable 3) is found in the formatted history file due to broken traces at the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump had hardware low level failure alarm. The blood glucose level was 7.9 mg/dl. The customer reported that they performed self tests and hardware low level failure alarm occurred on self test. The customer states that the insulin pump was not exposed to a high magnetic field. The troubleshooting was performed. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The pump being returned for analysis.